Event description:
A customer reported an error with their continuous glucose monitor, specifically a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete information for a pump reset and guided the customer through the process. After the reset, the error code did not reappear.